Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an unknown procedure, the needle kept falling out of the device. No adverse events have been reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led, an evaluation of one device sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted. The needle was received in sealed the cartridge. The subject needle was loaded onto a pmv instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of each jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions . The event did not meet the regulatory reporting criteria. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a tested satisfactorily (as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.